Event description:
It was reported that after inserting the arterial catheter, the nurse was unable to draw blood. As the catheter was removed, it was noted that at 4cm piece was lodged in the artery. Intervention was required to remove the separated piece of catheter. There were no add'l complications.